Manufacturer narrative:
(B)(4). G2: foreign country: iran. G2: literature citation: ayati firoozabadi m, mafi ah, afzal s, beheshti fard s, khaledian h, bozorgsavoji a, azadnajafabad s, mortazavi sm. Does body mass index (bmi) significantly influence aseptic loosening in primary total knee arthroplasty? Insights from a long-term retrospective cohort study. Bmc musculoskeletal disorders. 2024 nov 30;25(1):980. Doi: https://doi.org/10.1186/s12891-024-07913-0. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported in a journal article that 7 patients underwent an initial knee surgery on an unknown date. Subsequently, the patients developed a post-op infection on an unknown date. Attempts have been made and all available information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6; h10 attempts have been made to gather all product identification information and no further information has been provided. The event cannot be confirmed. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. The device history record was unable to be performed as the lot number of the device involved in the event is unknown. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4, b5, d2, g1, g3, g6, h1, h2, h11. H1: this MDR is being submitted as a part of a retrospective literature MDR reporting review and remediation effort based on MDR reporting process and FDA adverse event reporting requirement. CAPA -07984 was opened on feb 27, 2026 to address corrections. Device performance and/or risk profile are not impacted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.